Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign objects in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 26/06/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 03 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no physical damage to the locations where the foreign material was detected. Hence, the cause of the material remaining could not be determined. It confirmed that there was no deviation from instruction IFU in reprocessing steps for the locations where foreign material remained. The instruction manual states the detection method associated with the event in "cf-hq1100dl/I operation manual chapter 3 preparation and inspection", and preventative measures in " cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.